Manufacturer narrative:
The rn contact details were not given to owen mumford. We have had to rely on cardinal health to obtain more information needed, and it has not been provided. We followed up three times to try to obtain a medical questionnaire with more details, but it was never returned. Cardinal health also communicated that they had sent one of their own questionnaires that they also did not recieve back. We have no additional information.

Event description:
Customer emailed with event form to report that their customer barnes jewish hospital had a lancet not retract after using on a fingerstick and as a result the rn performing the procedure was stuck with the used needle.